Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4), 2010 of complaints for add'l reportable events. On (B)(4) 2009 a field service engineer visited the site to evaluate the instrument. He replaced all the tubing in the differential module and completed a preventive maintenance plan by replacing all the tubing in the lower front and back of the unit. The flowcell was also cleaned and differential reagent dispense volumes were verified. There were no instrument generated raw data available for analysis. Based on the instrument printout image, it is observed that wbc (white blood cell) scatterplot had lots of events in the debris area on the bottom of the plot and some saturated events on the top of the lot. The cbc (complete blood count) histogram also had high peak on the edge of the histogram which may have contributed to the observation that the lymphocyte and granulocyte populations were partially suppressed.

Event description:
The customer reported that on (B)(6) 2009 the lh750 hematology analyzer generated an erroneously high neutrophil count and an erroneously low lymphocyte count on one pt sample. The test results were flagged with an instrument-generated immature neutrophil flag and a customer-defined atypical high flag for the neutrophil test result. After releasing the erroneous, flagged results, the customer performed a manual differential on the same pt sample and noted normal differential results. The same pt sample was also repeated twice more on the lh750 analyzer with results similar to the manual differential. A corrected test report was subsequently issued by the laboratory. There was no reported changes to pt treatment as a result of this incident.